Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product in that an error in code logic causes the order to lock after treatment. The user does get a message that the order is locked. The user could force the order to be unlocked by a user with the appropriate access privileges. It would be obvious to the user that the pharmacy had already dispensed the medication as the dispense history is not removed with the unlock. Additionally, there is information displayed which will indicate that the status should be "complete" and it is clearly marked as open. This issue will be monitored.

Event description:
The customer reported that there is an issue with clinician worksheet (cws)  locking mo treat. This issue was discovered during go live support following an upgrade. Based on the available information there have been no actual mistreatment.